Event description:
A distributor received information from a facility nurse that a patient received an upstream occlusion alarm, the patient stated she opened the bag and there did appear to be any fluid left. The pump was stopped, and nurse agency called, the "takedown was scheduled for (B)(6) 2022 at 12:30pm. The nurse arrived early and took the chemo down at 9:30am and stated there was about 30ml of fluid remaining in the bag. The nurse further stated there were no visible kinks, though." No further details were provided. There was no report of patient harm. Medication is unknown

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and there were 41 lines that indicated an upstream occlusion was present. The pump was then connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was run on the pump. The proximal end of the tubing was clamped, and the complete upstream occlusion alarm was triggered. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The volume infused was 95.59 ml. The programmed volume was 100 ml. So, the flow rate deviation is -4.41%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported flow rate issue was not confirmed. The pump meets passing criteria. Since only the pump was returned and not the complete set-up, there is no conclusive finding on why the end user experienced the amount of upstream occlusion alarms that they did.